Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three months ago. Aneurysm and vessels morphology from the time of implant were not reported. It was reported that during the deployment of the (B)(4) the physician inadvertently pulled the delivery catheter back resulting in the inaccurately placement approximately 10 mm below the intended landing zone. This was attributed to the physician not maintaining a good grip on the delivery catheter during deployment. There was no endoleak present. The physician elected to implant another valiant stent graft (B)(4) proximal to this previously implanted stent graft. Approximately two weeks ago it was reported that there was a retrograde type ia dissection. No additional information was provided. Films were received and reviewed as follows: recent post-implant cta shows there is a likely type a dissection (flap) seen in the ascending thoracic aorta, just proximal to the stent graft. Earlier images post-implant do not show this same dissection. No stent graft issues were observed. The cause of the dissection could not be determined.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate placement); incorrect technique/procedure (not maintaining a good grip on the delivery catheter during deployment). Evaluation, conclusion: user error contributed to event (not maintaining a good grip on the delivery catheter during deployment).